Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black adaptor of the power module backup battery was broken.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s black battery clip being damaged was confirmed, as the clip was observed to be damaged upon arrival. The returned power module (serial number ppm-(B)(6)) was received at the european distribution center. The unit was functionally tested and was found to perform as intended despite the observed damage. The battery clip was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the unit¿s battery clip was unable to be determined through this analysis. During the investigation there was an incidental finding of a damaged ground pin in the monitor port connector. Review of the device history record for the power module, serial number ppm-(B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The power module was shipped to the customer on (B)(6) 2015. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.